Event description:
Tibia was brought out to length; approximately a locking and compression screw was placed. One of the drills broke off laterally; an additional incision was made and the piece was retrieved.